Manufacturer narrative:
Product recall initiated august 21, 2007.

Event description:
Pt came back for post op visit. Summary as follows: she still is having problems with the co-axial screw. She has pain and swelling at the site. She might have some swelling in her knee. MRI: we have confirmed on MRI the graft is intact. Pt had revision surgery in 2008, and the remainder of the calaxo was removed.